Event description:
Rashes, dermatitis, neck pain, right elbow pain, breast soreness, dizziness, labyrinthitis, upper respiratory infection, headache, nausea, shoulder pain, tendonitis, bursitis, arthritis symptoms, can't lie on stomach.